Event description:
It was reported by the affiliate that the (1) cdh33 was used during a lower anterior resection procedure. It was reported that during the operation, the surgeon wanted to place the trocar of the cdh in the anvil shaft to perform an anastomosis. Unfortunately, the locking spring of the anvil shaft broke during the procedure. The operation had to pause while a new cdh stapler was brought to restart the procedure and finish. The case was extended by (4) hours.